Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured at the second cut at 20 psi. The lesion was pre-dilated, and another company's stent was deployed at the lesion. The procedure was completed. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the balloon rupture. Results and conclusion summation - balloon ruptures may occur due to, but not limited to, manufacturing issues, materials, mechanical damage, handling of the device during use, over inflation, interaction with patient anatomy or interaction with associative devices. The lesion had mild tortuosity, mild calcification, and 90% stenosis which may have contributed to the issue. Since the device was prepared for, and used for one cut, this issue appears to be related to the circumstances. A root cause cannot be determined; however, it's possible this could be manufacturing related.